Event description:
The physician reported the patient was being treated for a stroke according to the hospital's protocol. The physician reported he had been using the guidewire in question for approximately 20 minutes when the tip reportedly broke off inside a blood clot. The physician reported he tried for an hour to remove the broken tip. The physician then decided to leave the tip embedded in the clot for fear the patient might bleed if he tried to remove it from the clot. The physician reported he was able to treat the patient successfully, and that the tip will not affect the patient's health or outcome.

Manufacturer narrative:
The device in question will not be returned to boston scientific. The hospital did not provide a reason as to why the device would not be returned. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If any further, significant information becomes available, a supplemental report will follow.